Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 for a follow up. Upon review of the transmission, an alert for high right ventricular lead impedance was noted on the implantable cardioverter defibrillator. Base on the trend and gradual increase of impedance over time, it was noted that this was not likely a lead issue and the lead's electrical functions appeared normal. It was suggested that the change in impedance may be due to physiological changes but was not confirmed. The physician elected to continue to monitor the device. The patient's condition was stable.